Manufacturer narrative:
A.5 race is unknown. The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The data logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. The console was tested and the issue was properly detecting the purge pressure disc was reproduced and the purge flag was confirmed to be broken (missing at blue disc retainer). The retainer was also found to be broken. The root cause of this issues was an inability to detect purge pressure disc due to a broken purge flag and retainer. This report is being filed as a part of the retrospective review of historical records.

Event description:
The user facility reported a 29-year-old male patient on impella 5.5 for acute myocardial infarction. It was reported that the automated impella controller lost recognition of the purge disc during support. The pump was switched to a backup console and support was resumed with no harm to the patient.